Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10627. It was reported invalid impedances were identified ((B)(6)). Surgical intervention was performed to assess the electrode and lead extension integrity. It was found that the lead extension was broken and twisted inside the screw connector. The lead extension was then explanted and replaced. Intra-operative testing revealed impedance values returned to normal range. During the same procedure, a "low battery" message was observed. Communication could not be established between the ipg and the patient programmer. The ipg was then explanted and replaced which resolved the issue. Device information for the explanted lead extension has been requested; however, no further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.